Event description:
The complainant has reported that a patient (age and gender unknown) had a therapeutic procedure for treatment (hemostasis) in the duedenum the resolution clip device was utilized to grasp the tissue. Attempts to release the tissue for repotitioning were not successful. A second clip wa utilized (see attached 6000048-1004-103) with the same result. The clip would not re-open to allow for repositioning. These clips were deployed in the patient. The procedure was successful with the use of a 3rd clip. There was no injury or mistreatment associated with this event. The patient condition was noted to be fine with no ill effects. Na